Manufacturer narrative:
The customer reported that the keypads were not working for three pcu modules and therefore the assy front case keypads will need to be replaced was confirmed. Test results identified that the returned keypads¿ on keys were not functioning and the ac indicator lights did not illuminate. An internal inspection was performed on each of the returned keypads. The keypads were observed with signs of contamination due to fluid ingress and trace damages were also found on two of the three returned keypads. Inspection: external and internal inspection was performed on (qty 3, p/n tc10012515). During external inspection, the keypads were observed to be in good condition with no irregularities observed. During internal inspection, the keypads were found with signs of fluid ingress where the flex cable meets the circuit layer. Cracks under magnification were also found on the traces of the circuit layer for two of the three returned keypads (qty 2, p/n tc10012515). Test method information: n/a ¿ no test method is available for this issue. The proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module (B)(6) service history record showed the device had a manufacture date of 11/02/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 11/03/2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only keypads were received for investigation.

Event description:
It was reported that allegedly the keypad was not working for three pcu modules, and therefore, assy front case keypad will be replaced. There was no reported patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported allegedly the keypad was not working for three pcu modules, and therefore, assy front casew/keypad will be replaced. There was no reported patient involvement.